Event description:
The dentist reported that the abutment screw fractured. Screw fractured while being placed. Another screw was placed instead.

Manufacturer narrative:
Device has not yet been returned to manufacturer.

Manufacturer narrative:
Visual inspection of returned component has confirmed, the abutment screw has fractured at the point where the threads begin (thread start). There is no damage to the hex. Based on the findings, no corrective action is required at this time. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.(B)(4)

Manufacturer narrative:
The DHR and complaint review did not provide any indication of a manufacturing deviation that would have contributed to this event. A definitive root cause for the fractured screw cannot be determined. Conclusion code: was used in error, should have indicated "other".